Manufacturer narrative:
Block e1: initial reporter's city and province: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a0406 captures of the reportable investigation finding of stent break. Block h11: a flexima biliary stent and its delivery system were received for analysis. Visual examination of the returned device found a blue thread attached to the stent; however, it was possible to pass a guidewire through the device. Additionally, the guide catheter was stretched, and the push catheter suture hole torn. Under microscopic inspection, both the stent and the guide catheter were found to be torn due to the blue thread attached to the device. Product analysis did not confirm the reported event of device difficult to advance guidewire. It was possible to pass a guidewire through the device. The investigation concluded that the additional observed damages were most likely caused by procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied). The torn push catheter suture hole was likely the result of excessive pressure applied during stent deployment. As the suture hole became torn, the suture likely became lodged within the damaged area, further preventing successful stent deployment. It is also possible that the same force applied during the deployment attempt caused the guide catheter to stretch. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted into the common bile duct during a stent placement procedure performed on (B)(6) 2025. During the procedure the guidewire could not pass through. The procedure was completed using another of the same device. There was no patient complications reported as a result of the event. Note: this event has been deemed reportable based on the investigation's finding that the guide catheter detached. Please refer to block h11 for full investigation details.